Event description:
It was reported that the balloon of a large volume intermate ruptured. The issue occurred after the device was disconnected. The device was filled with caspofungin (alchemy) 70mg in sodium chloride 0.9%. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
B3/d10: the event occurred during an unspecified date of (B)(6) 2023, further described as "a week or so ago". E1: initial reporter address: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. A visual inspection with the naked eye was performed which noted the bladder had been ruptured.the ruptured bladder was examined for signs of abnormality and there were no signs of abnormality found on the bladder that may have led to the rupture. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause may be due to inherent variation in the material, as bladders are manufactured with rubber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.